Event description:
It was reported that guidewire detachment occurred. A pt2 guidewire was selected for percutaneous coronary intervention (pci) at the left anterior descending (lad) artery. Upon opening the package, a break in the guidewire shaft was observed. The procedure was successfully completed with another device. No patient complications occurred, and the patient made a full recovery.

Event description:
It was reported that guidewire detachment occurred. A pt2 guidewire was selected for percutaneous coronary intervention (pci) at the left anterior descending (lad) artery. Upon opening the package, a break in the guidewire shaft was observed. The procedure was successfully completed with another device. No patient complications occurred, and the patient made a full recovery.

Manufacturer narrative:
Device history review: a device history record (DHR) review was could not be performed for the pt2 as no batch number was reported. Device technical analysis: the device was not returned for analysis since it was disposed; therefore, a technical analysis could not be performed on the device. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the pt2 device confirmed that the event of 'guidewire detachment of device or device component' is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'unable to exclude device problem' following a review of the reported event details and available information. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.